Manufacturer narrative:
The device was returned for an investigation. The reported event of failure to ventilate was confirmed. The investigation determined that a component had failed, which caused the device to fail to ventilate. The component was replaced and the device now ventilates.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed a failure with ventilation. There was no patient involvement.